Event description:
It was reported that during a filter placement treatment procedure, the filter device came apart. The patient was undergoing placement of a greenfield filter in the inferior vena cava. When the physician attempted to insert the device into the patient, an unspecified portion of the device came apart. The procedure was completed with another greenfield filter. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the filter carrier was not returned; only a blue braided sheath with a green dilator inserted was received. The dilator was removed from the sheath. No defects were noted with the dilator. A number of kinks were observed on the sheath, approximately 280mm from the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a filter placement treatment procedure, the filter device came apart. The patient was undergoing placement of a greenfield filter in the inferior vena cava. When the physician attempted to insert the device into the patient, an unspecified portion of the device came apart. The procedure was completed with another greenfield filter. There were no patient complications reported and the patient's status is fine.